Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with intermittent button response due to corroded keypad traces. The device passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. The unit was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.

Event description:
Customer reported that her blood glucose have been ranging from the around 30 mg/dl to over 400 mg/dl. Customer stated that the buttons on the insulin pump occasionally don't respond. Device got water splashed while doing the dishes. Customer stated that when she has removed infusion sets that her cannula is not bent. Current blood glucose value is 161 mg/dl. Customer stated she has a backup plan and has not treated. The device has a small crack on the screen area. During troubleshoot; it was stated the drive support cap is recessed. Customer stated the tubing has no air bubbles. Customer was able to rewind and perform manual prime; insulin did exit the tubing. Customer did not find an insulin leak. Bolus history is accurate. Customer stated that time, date, basal rates and bolus wizard are setup correctly. Insulin pump failed the high pressure test twice. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.